Event description:
It was reported that during a water vapor therapy procedure, the patient experience hypertrophy after the use of transurethral resection of the prostate. The middle lobe tissue degenerated and remained brown. The physician is considering to perform another operation to remove the degenerated tissue if the patient's condition is the same during the next hospital visit. It is unclear if the patient's condition is due to the fact that turp was performed in the past and not mentioned. The effects of the condition on the patient's urination is unknown. No further patient complications were reported.

Event description:
It was reported that during a water vapor therapy procedure, the patient experience hypertrophy after the use of transurethral resection of the prostate. The middle lobe tissue degenerated and remained brown. The physician is considering to perform another operation to remove the degenerated tissue if the patient's condition is the same during the next hospital visit. It is unclear if the patient's condition is due to the fact that turp was performed in the past and not mentioned. The effects of the condition on the patient's urination is unknown. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of necrosis is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.